Event description:
The customer received a prescription of tc-99m medronate in a total volume of 1 ml. As the customer was adding normal saline to the syringe, the radioactive solution leaked from the side of the syringe barrel. The customer confirmed that there was a thin crack running from the 1.3 ml marl to the 1.8 ml mark.